Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported that the patient was diagnosed with infection at the lead site. As a result, surgery occurred to explant the system and antibiotics were administered. The infection has resolved.